Event description:
It was reported that the customer's insulin pump was alarming motor error and customer was unable to clear it. Caller stated that the customer had an MRI on the knee and the insulin pump was exposed to a magnetic field. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Unit had motor error alarms during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corners and battery tube threads, scratched display window.